Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided." The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture.

Event description:
Patient reported right side capsular contracture baker grade unknown with a rupture found at the time of explant and "hard, sitting higher". Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Patient reported right side capsular contracture baker grade unknown with a rupture found at the time of explant and "hard, sitting higher". Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: broken observed on anterior side assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ malposition: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed. No further actions are required as the device was implanted.